Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Blade was attached to the blade handle. When the surgeon inserted it into the cannula and began to cut the blade broke. A second blade was opened, the steps repeated, and it broke as well. A third blade from a different lot was then used and performed as intended.

Manufacturer narrative:
On october 14, 2016, howmedica osteonics corp., a wholly owned subsidiary of stryker corporation (collectively ¿stryker¿), acquired substantially all of the assets of restore surgical llc, d/b/a instratek (¿restore¿) (the ¿transaction¿). This MDR is submitted by stryker (B)(4) as a result of a retrospective lookback resulting from the transaction. The reported devices were manufactured and distributed by restore prior to the closing of the transaction. Stryker became legal manufacturer of this product on (B)(6) 2016 and has taken the responsibility for medical device reporting. Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Blade was attached to the blade handle. When the surgeon inserted it into the cannula and began to cut the blade broke. A second blade was opened, the steps repeated, and it broke as well. A third blade from a different lot was then used and performed as intended.